Event description:
It was reported that the device would not power on. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replacement assembly and determined that root cause for the reported incident was a transistor, designator q2, due to damage.